Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the user had hypoglycemia which caused emergency situation. Customer's mother stated that the customer was almost died due to hypoglycemia. It was unknown whether the customer was using auto mode feature at the time of reported event. Customer reported that the insulin pump was delivering insulin when customer had low blood glucose as well as continuous glucose monitor was inaccurate which leads to emergency situation. No further details were provided. Insulin pump and reservoir will not be returned for analysis.